Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply and infusion site change, blood glucose rose to 214 mg/dl without recent food intake and remained elevated for about 20 minutes; the user was advised to monitor and call back for site troubleshooting if levels did not decline. Symptoms included hyperglycemia. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included phone-based troubleshooting and education regarding potential infusion site or supply issues and guidance to monitor for persistence of hyperglycemia. Investigation of this case revealed that the cause of the hyperglycemia was unclear given the recent site change and lack of alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.